Event description:
Customer reported an issue with her freestyle freedom meter which reportedly kept her from testing. She then experienced symptoms of hypoglycemia. She reported being transported to the hospital and given a saline drip. The customer reports being diagnosed with hypoglycemia but the treatment given was insulin and food. There was no report of death or mistreatment associated with this event. It should be noted that the meter powered on with the button but not when a strip was inserted.

Manufacturer narrative:
This is an initial report. The product has been received for investigation. A final report will be submitted when investigation results are available.